Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited potential loss of capture (loc), high capture thresholds and pacing impedance measurements within normal limits on the right ventricular (rv) lead. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field stating this patient exhibited pericarditis unrelated to any boston scientific product and subsequently received a system upgrade due to physician discretion. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited potential loss of capture (loc), high capture thresholds and pacing impedance measurements within normal limits on the right ventricular (rv) lead. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.